Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a developed a rash and reported it appeared to be an allergic reaction. Patient described the area as red, raised bumps, itchy and it hurts. Patient reported that the lifevest was digging into the skin and they placed microfiber under the garment. Patient was given larger garments by the distributor. There was no alleged device malfunction contributing to the irritation. Patient took tylenol and used an anti-itch cream. Patient also reported using a lotion from a physician. Follow up indicated that the irritation had gotten better.